Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# unknown serial# unknown). Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. Generator settings include impedance between 50 to 250 ohms, power settings unknown, the total ablation procedure duration is unknown and the duration per ablation was less than 60 seconds. There were no error codes reported by the stockert generator.

Event description:
It was reported that a patient, (B)(6), female, underwent an atrioventricular node ablation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and suffered third degree skin burn and pneumonia. The patient had a history of multiple issues including, congestive heart failure and chronic prednisone therapy. The patient returned to the hospital after a recent ablation with pneumonia. It was also noted that a 4cm skin burn was seen where the indifferent electrode was placed during ablation, using a stockert generator. The patient was treated at first with silvadene cream then dressings with medihoney calcium alginate wound dressing and sent home. The patient was then readmitted for pneumonia and had surgery for the burn in question. The wound was debrided and closed. The patient did not require extended hospitalization. Permanent damage was done as the patient had a scar on her back from the skin burn. The physician¿s opinion on the cause of the adverse events was the patient had multiple problems going on and has been in and out of the hospital all year. A covidien e7506 valley lab non-rem polyhesive patient return electrode indifferent electrode patch was used during the procedure. The patient contact area and the indifferent electrode were properly prepared per the indifferent electrode instructions for use. Upon opening the package for the grounding pad, the conductive gel was present on the indifferent electrode and it was moist. The indifferent electrode was positioned at a location on the back as close to the heart as possible as it was placed on the patient¿s right mid back. The entire surface area of the grounding pad was in complete contact with the patients back. It was not noted if there were any air pockets present between the skin and the indifferent electrode. The indifferent electrode used with the stockert generator at least greater than 124 cm2.